Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room with redness and tenderness plus drainage to the incision site. The patient had developed an infection. The patient was given antibiotics and was told to follow-up in office. On (B)(6) 2018 the patient came in for a visit and the incision was well and showed no signs of infection. The system remained implanted. No other patient symptoms were reported.